Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye. There was no incision enlargement or vitrectomy required. The report noted that the iol was the wrong diopter for the patient. Patient's outcome was unknown by the location contact.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer. Visual examination of the intraocular lens (iol) under magnifications shows the iol can be identified as a zct toric lens. The lens has been cut in half, a condition common with explanted iols. Diopter measurement could not be performed due to the condition of the device. Manufacturing records were reviewed and found to meet specifications. The optical measurements during final inspection were within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.